Event description:
The piece of equipment used was the pleurex catheter kit. Upon removing the protective clear plastic sheath to the access tip, the tip that is inserted into the catheter valve broke off and remained in the clear plastic sheath. We were unable to obtain a sample and a new catheter kit was ordered with a new sterile dressing applied to the pleurex catheter on the patient. Manufacturer response for pleurex catheter, (brand not provided) (per site reporter): requested rga and mailer.